Event description:
After replacing the patient¿s mitral valve, anesthesiologist was performing a tee to view the valve¿s function. It was noted that the posterior leaflet of the prosthetic valve was not functioning appropriately. The patient was placed back on cardiopulmonary bypass in an attempt to discover and fix the problem. Surgeon removed and replaced the malfunctioning implant.